Manufacturer narrative:
The investigation determined that lower than expected vitros valp results were obtained from two different patient correlation samples on two different vitros 5600 integrated systems when compared to vitros valp results obtained from the previous vitros valp reagent lot on the same two vitros 5600 integrated systems. An assignable cause for the event is unknown. There is no evidence that a vitros 5600 system issue occurred as the vitros valp results were reproducible on both vitros 5600 systems. Historical quality control results were not within vitros tdm pv3 range of means for vitros valp reagent lot 2511-24-4515, therefore a reagent issue cannot be entirely ruled out as a contributor of the event. In addition, the customer did not follow sample storage recommendations noted in the vitros valp instructions for use: ¿samples may be stored at 2 ¿ 8 degrees c, or frozen at </= 20 c for up to 14 days¿. The samples used for the correlation exceeded the recommended 14 day limit; therefore user error of improper sample storage is a likely contributor of the event.

Event description:
A customer obtained lower than expected vitros valproic acid (valp) results from two different patient correlation samples using vitros valp reagent on two different vitros 5600 integrated systems when compared to results obtained from the same samples using the previous vitros valp reagent lot on the same two vitros 5600 systems. Sample 1 vitros valp result 16.1 ug/ml versus the expected vitros valp result 27.0 ug/ml. Sample 2 vitros valp results 27.0 and 24.7 ug/ml versus the expected vitros valp result 51.0 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Ortho was not made aware of any allegation of patient harm due to this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).